Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1bf2d, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient¿s system was going to be explanted due to a possible infection. The rep went on to say that the patient had been in and out of the emergency room (ER) since implant with a lot of medical issues going on, most of which were unrelated to the system. The infection had not been confirmed and it was not known as of (B)(6) 2016 really what was going on, so the healthcare provider (hcp) decided to remove the system. It was also noted that the patient had cerebral edema around the leads, but again it was unknown if this was an issue or what exactly was going on. The rep later reported that the patient¿s ancillary medical issues were not disclosed in any detail, but included a deep vein thrombosis (dvt). There were no reported issues with the hardware or implantation surgery. The system was explanted prior to initial programming, so no therapy was involved. A MRI revealed cerebral edema, but the presence of infection was inconclusive. Pathology would be performed on the explanted hardware. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.